Event description:
The manufacturer received information alleging that a ventilator dependent patient passed away while on a trilogy evo device. The cause of death is reported to be cardiac arrest. The patient was found deceased with ventilator in standby mode. The reporter stated that "there is a possibility that this was human error". The complaint review has determined that due to insufficient information this will be reported. Although there is not an allegation that the device caused or contributed to the mentioned "death". The device settings at the time of the alleged incident are as follows: assist control, vt 450, rr 14, peep 8, fio2 32%, 3l o2 bleed in. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging that a ventilator dependent patient passed away while on a trilogy evo device. The cause of death is reported to be cardiac arrest. The patient was found deceased with ventilator in standby mode. The reporter stated that "there is a possibility that this was human error". The complaint review has determined that due to insufficient information this will be reported. Although there is not an allegation that the device caused or contributed to the mentioned "death". The device settings at the time of the alleged incident are as follows: assist control, vt 450, rr 14, peep 8, fio2 32%, 3l o2 bleed in. The trilogy evo was returned and visually inspected at the product investigation laboratory (pil) and discovered the base of the device was physically damaged. Pil retrieved and reviewed the event log from the trilogy evo USA device and noted that at the time and date of the incident, (B)(6) 2024 at approximately 7:14 pm, the device was not providing therapy and was in standby mode. Per the event log, therapy was stopped on (B)(6) at approximately 21:28 utc (5:28 pm) via a power button keypress and then put in standby mode via the touchscreen. Product investigation laboratory (pil) then ran therapy using the existing device settings for approximately 17 hours and the device operated without issue. Pil then post tested the device on the pil trilogy evo multifunctional test station and failed testing for leak verification due to a faulty solenoid. Pil concluded that although the device had a faulty solenoid valve, the device was not providing therapy at the time the patient passed away and was in standby mode via the power button on the device. This report is being sent to confirm that the patient's death is unrelated to the device since it has been determined that the device was placed in standby mode and not providing therapy at the time of the event. In addition, we are sending this report to provide detail of the malfunction found during service, unrelated to the patient's death.